Event description:
Battery pack has been returned from distributor for bent pins.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (bent pins) has been confirmed. As received, a failure for yellow #2 was reported when charging. The cause for the failure was isolated to a bent pin 6 in the battery connector, causing the fault. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged battery.